Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite gastrointestinal videoscope clogged due to insufficient or incorrect reprocessing. The issue was detected at reprocessing. The procedure was completed with a similar device with no surgical delay. The scope was used with the evis lucera elite video system center. No patient injury reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The nozzle was not deformed and was clogged with glue-like foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection. Inspection of the endoscope. ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ inspection of the endoscopic system. ¿inspection of the air-feeding function¿. ¿inspection of the objective lens cleaning function¿. IFU states on reprocessing of air / water (a/w) nozzle and channel as below:·reprocessing manual_ precleaning the endoscope and accessories warning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ "flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ cleaning, disinfection, and sterilization procedures_ manual cleaning. Clean the external surface. ¿immerse the endoscope in the detergent solution.¿ ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿. "Flush the air/water channel with detergent solution¿. Presoaking the endoscope. ¿if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.